Manufacturer narrative:
The suspect device is not available for returned for evaluation. Therefore, root cause has not been determined yet. But the device history record will be reviewed in order to detect any issue related with the reported defect during its manufacturing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 29657-001 patient circuit w/o peep, 22 mm spu (10/pkg) stop working after just five minutes of using, resulted to patients increase respiratory rate to forty breaths per minute and the patient cannot breath. As an intervention, the circuit replaced with a backup device.

Manufacturer narrative:
The device history record for the part number 29657-001 with lot number 0004153862 and UDI code (B)(4) was reviewed in order to detect any issue related with the reported defect during its manufacturing. The complete lot was manufactured, inspected and released on 20jul2020 per our internal procedures and no issues were found. Based on the investigation since no sample or picture were provided for the investigation, we were unable to confirm the reported defect. Samples or pictures are needed to perform a better investigation. Therefore the root cause was not determined. The pfmea 35a was reviewed and we have the controls for this kind of issues. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.